Manufacturer narrative:
Date of report :08/06/2019. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
(B)(6) 2019 14:59:26. Date of event: (B)(6) 2018. Date of report: 08/05/2019. The fse replaced the data acquisition (da) pcba, solenoid 2, and solenoid 4 to resolve the reported issue. Unit passed required performance verification tests per philips standards. The data acquisition pcba was returned for failure investigation (fi) and no failures were duplicated during fi testing; therefore, no root cause could be determined for this report.

Event description:
Customer contacted technical support stating that unit had error code message of machine pressure sensor autozero failed.